Event description:
Information received from (B)(4) affiliate. A patient (pt) contacted our firm on (B)(6) 2010 reporting an ocular event. The patient was wearing 1 day acuvue trueye contact lenses (cl) when the event occurred. The patient had previously worn 1 day acuvue lenses for "years". The patient purchased 1 day trueye lenses on (B)(6) 2010. The patient stated that he/she sometimes had stinging sensation while wearing cls that would remain even after cl removal. The symptom usually resolved with use of over-the-counter eye drops. The patient had worse stinging sensation than usual. On or around (B)(6) 2010, the patient experienced "stinging sensation os when awaking in the midnight, which did not resolve with the eye drops. The next morning the patient could not open the eye." The patient consulted an ecp at (B)(6) eye clinic on (B)(6) 2010 complaining of photophobia and was told that he/she had "a white round spot next to the pupil." The patient was diagnosed with an infectious corneal ulcer os located about 3mm above the pupil. The patient's va was "slightly affected". The patient was treated with IV of antibiotic at the clinic for the next three days. The patient was seen at the clinic every 2-3 days. The patient was treated with vigamox and bestron eye drops, ecolicin eye ointment, and meiact tablets. The patient was instructed to discontinue cl wear. The patient was seen at the clinic 11 times in september, on (B)(6) 2010, and on (B)(6) 2010. On (B)(6) 2010, the patient had not fully recovered "corneal leucoma remained." The patient was not allowed to resume cl wear and "was not specifically instructed to return to the clinic. Nine sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Conclusions: no conclusions can be drawn.